Manufacturer narrative:
Analysis found that the tip securely attached to the handle. There was no visible damage to the exterior of the device note ¿ for clarity, the molex connector will be designated as connection 1, the wire next to the molex 2, the wire next to the protected pin connector 3, and the protected pin connector 4. The drawing requires a connection resistance of 5 ohms; the actual measurement between 1 and 4 was ¿o.l.¿, or open circuit. There was no intermittent behavior while manipulating the strain relief during the electrical test. The handle of the probe was split open for additional analysis. The resistance between 1 and 4 was checked again, and it was still an open circuit. The insulation was pulled back to expose connections 2 and 3. There was continuity between 2 and 3, 1 and 2, 1 and 3, however there was no continuity between 3 and 4. The information indicates that there is an issue with the electrical connection inside the protected pin connector or its strain relief. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the probe was not detecting the contact on the patient during the procedure. The device failed to work as no audible tone was heard during exploration. Troubleshooting was done by using another device and proceeding with the case. There was no delay in the procedure. There was no patient impact.